Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death, revascularization). (B)(4).

Event description:
On the day of the index, patient had a micro driver stent implanted in the l-pda and an endeavor stent implanted in the r-pda. Approximately 9 months from the index patient had a revasc event. It was reported that there was no causal relation to relevant device. Patient death occurred 21 months post index procedure. Cause of death was unknown and it was not assessed whether this event was related to the study stent.